Manufacturer narrative:
The valves were not returned to edwards lifesciences for evaluation, as they remain implanted in the patients. Per the instructions for use (IFU), access site complications and cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, or valvular structures are potential complications associated with the transapical tmvr procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible causes include inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, the cause of the post procedural bleeding for each of the cases cannot be determined. The authors did not specify to which of the devices used during the tavr procedure these events were associated, or from where the bleeding occurred. However, there was no allegation or indication of a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: lanz, jonas. A randomized comparison of the acurate neo versus the sapien 3 transcatheter heart valve systems in patients with symptomatic severe aortic stenosis. Oral presentation at tct annular meeting; september, 2019; san francisco, ca.

Event description:
As reported by the edwards affiliate in (B)(6), during a presentation at tct 2019 titled, ¿a randomized comparison of the acurate neo versus the sapien 3 transcatheter heart valve systems in patients with symptomatic severe aortic stenosis" it was reported that post deployment of the sapien 3 valve, at 30 days, nine patients had post procedural bleeding that required intervention.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
B3: dates of events are unknown, therefore the sapien 3 approval date was entered during the previous submission.  H10:  please reference related manufacturer report numbers: 2015691-2018-02059, 2015691-2019-03890, 2015691-2019-03891, 2015691-2019-03893, 2015691-2019-03894, 2015691-2019-03895, 2015691-2019-03958, 2015691-2019-03985, 2015691-2019-03987, 2015691-2019-03988.